Event description:
It was reported that during a surgical procedure at the user facility, the drill was overheating. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
During the device evaluation, the reported overheating could not be duplicated. However, broken bearings were found within the device. Increased friction due to the broken bearings is a probable cause of the reported overheating.